Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of one second. A lead revision was performed and it was decided to explant and replace this lead. No further adverse patient effects were reported.